Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the t:slim user guide: check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure. Device not returned.

Event description:
It was reported that the customer's infusion set did not connect properly to the cartridge. Blood glucose (bg) was 586 to over 700 mg/dl. Multiple boluses were delivered in an attempt to lower the bg. The customer lost consciousness. The customer was taken to the hospital and was admitted. The customer was in diabetic ketoacidosis (dka). The pump was removed and the customer was treated with intravenous insulin. The customer was discharged on (B)(6) 2017 with the high bg/dka resolved and had pain the right leg.